Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 61mg/dl, with a seizure, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and discontinued pump therapy, they received a glucagon injection by their caregiver and unspecified treatment in the emergency room. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made adjustments to the basal rate settings. The loss of prime occurred two or more times with more than one cartridge. The cartridges were over/under cycling, and were being used longer than 2-3 days. The patient primed while attached after the loss of prime warning and was infused with 0.7 units of insulin ten times. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the cartridge.